Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported by the user facility: "we deployed the device as normal, when pulling back on the device, the tamp straw did not come out of the delivery tube and the peg plug im pretty sure stayed in the tube as well."